Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. There were no broken cables observed during visual inspection. Additional observation(s) not reported by site: the instrument was found to have one (1) bent grip tip, causing them to be misaligned. The offset at the tips was 4.22mm. The grips were not found to be cracked. Further inspection found the molded insulator to be dislodged. The instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had a loose cable on wrist area. The procedure was completing as planned with no reported injury.